Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary # (b)(4: the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 99% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. The battery depletion curve equals 99%. Concomitant products: 4194 implantable pacing lead, (B)(6) 2008; 5076 implantable pacing lead, (B)(6) 2008; 6947 implantable defib lead, (B)(6) 2008. (B)(4).

Event description:
Us FDA-MDR: it was reported that the device had an unexpected longevity triggering the elective replacement indicator (eri). It was also reported that the physician wanted to know if the device had a normal lifetime with only 4.5 years of longevity with normal outputs. The device was explanted and replaced. No patient complications have been reported as a result of this event. <(><<)>end> geo: battery depletion indicated (eri/rrt/eol) unexpected longevity dr. Elvas want to know if this device had a normal lifetime, because only had 4,5 years of longevity with normal outputs. He wants all the details about ICD behavior. The replacement had a normal procedure. Device will be send by mail history: unknown injury: alive - no injury outcome: device replacement action required: surgical intervention details of actions required: